Event description:
Customer claims that as a pt got up from the bed and when the magnet clip detached from the alarm there was no alarm tone. The alarm unit does have power. The alarm unit has some visual damage around the battery door. The alarm was tested with new batteries. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the alarm housing is cracked. The rj-11 jack pins are bent. The alarm sensor and fail-safe functions do not work. The alarm magnet functions correctly and passed testing. (B) (4).